Manufacturer narrative:
Concomitant medical products: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed and the system computer was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis determined that the returned computer storage was not functioning. The hard drive had bad sectors. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system shut down unexpectedly and would display a ¿no video detected¿ message. Troubleshooting steps were performed and it was noted that the manufacturer representative heard the computer fans cycling. It was noted that the probable cause of the issue was that it was likely that a computer replacement was needed. No patient was present when the issue was identified.